Event description:
It is reported that the pt presented 3 weeks post-op with dislocation that was confirmed x-ray. Closed reduction was performed and braces prescribed.

Manufacturer narrative:
Eval summary: no device or x-rays were returned for eval. Surgeon notes are unavailable to study the implantation technique. The probable cause of dislocation cannot be determined without the availability of x-rays and/or product. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.